Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the staples would not hold. Upon the first stapling the staple line would not hold. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent; 5/13/2010. After several requests, the device was not received for analysis. Evaluation summary: the batch history records were reviewed with no anomalies during the manufacturing process.